Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trial implant on (B)(6) 2021, the physician was unable to implant the lead due to patient anatomy. In turn, the physician abandoned the procedure.